Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2208-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not feeling significant benefit from the device and turned the battery off. The patient underwent an explant procedure for ipg and leads. The explanted ipg and leads were discarded by the medical facility.